Manufacturer narrative:
(B)(4). Device manufacture dates between february 8, 2013 - february 12, 2013. The device was returned for evaluation. A functional leak test did not identify any abnormalities that could have contributed to the reported condition. The initial evaluation did not confirm the reported problem. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It reported that an lv2 multi-rate infusor under-infused. This occurred during a patient infusion of 76.8 ml of fluorouracil and 120 ml of 5% glucose. The reporter stated that the expected flow rate was 196.8ml/46 hours; however, the actual infusion took longer than the expected time. There was no patient injury or medical intervention associated with this event. No additional information is available.